Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was reprogrammed and explanted due to an infection and the patient's "non healing wound at the suture site." Antibiotics were administered and cultures were taken. The physician further noted that "no puss was found inside the device pocket." It is unknown if the ICD system will be replaced at a later date. No further patient complications have been reported as a result of this event.